Event description:
During attempt to cross coronary lesion, angioplasty catheter failed, approximately 12 inches of the distal catheter broke off remaining in the coronary and guiding catheter. The portion of the catheter was retreived by use of a "trapper" catheter, compressing the probe catheter to the guiding catheter, then the entire segment, and all equipment were removed. No injury to patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, balloon, component failure, guidewire. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.